Event description:
The pt's father reported the pump is not responding to the audio bolus button. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was intact with no visible damage but the bolus button responded to hard presses only.